Event description:
It was reported that the pt is experiencing pain in left hip and legs, and is not sure if this pain is due to the surgery or her age.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.